Event description:
Pt experiencing tenderness at implant site.

Manufacturer narrative:
Based on the info rec'd there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. Although no intervention has been taken to date, we are filing an MDR based on the potential for interventional activity. A f/u MDR will be filed if more info becomes available.